Manufacturer narrative:
The technician found a blown fuse on the power supply board and the cable assembly to the capacitors was cut by the cover over the power supply board. The technician replaced the cable assembly and fuse to repair the bed.

Event description:
The account alleged that the bed has no functions working. The motor will run but nothing moves.